Manufacturer narrative:
This report is submitted on on (B)(6) 2018, by (B)(4).

Event description:
Per the audiologist, the patient experienced poor sound quality with device. Reprogramming attempts were made; however the issue could be resolved resulting in the decision to explant the device and reimplant the patient with another device during the same surgery on (B)(6) 2017.